Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. Cause of the reported issue is due to high force impact event due to device being dropped.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the pump was dropped, the wake button became detached and fell off of the pump. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 165 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.